Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the rear frame and seat are damaged and stripped out. The rear frame fell off of the bottom of the seat and it bent the front frame as well